Manufacturer narrative:
(B)(4). To date, the generator has not been received for evaluation. If the generator is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the rf ablation procedure when the accessory was connected to the generator, error code ll was displayed. The procedure was completed with another device.